Event description:
A patient reported blood glucose of "63 mg/dl, 91 mg/dl, 83 mg/dl, and 224 mg/dl" with a lifescan meter, performed within 15 minutes of each other. The meter, test strips, and control solution were replaced.